Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, a werewolf controller was not working. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported. During investigation it was found that the device had smoke coming from the power supply fans area.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection observed dried fluid on the power plug and power supply fans area. A functional evaluation revealed the unit tripped the breaker for my workstation and had smoke coming from the power supply fans area. The unit was opened and found dried liquid around the power supply fans area. The unit was not tested further due to potential equipment damage. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with a failure to follow instructions. Factors, which could have contributed to the complaint event, include exposure of saline or a liquid to the power plug or power supply intake. No containment or corrective actions are recommended at this time.